Event description:
It was reported that the pt had experienced intermittent shocking sensation when stimulation was turned on since she fell about three weeks ago. Diagnostics revealed low impedance values on three contacts. An x-ray suggested lead migration. The device was re-programmed and the shocking sensation was resolved. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.